Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: unknown. Similar to device marketed under PMA/510(k): p180001. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a thoracic case that needed a dissection stent graft zdeg-pt-38-30-199-pf implanted. They were doing alright step by step but when checked again, they noticed that there¿s an endoleak type IV (leaking through the graft). So the physician has decided to implant one more stent graft zdeg-pt-40-32-205-pf to seal the leaking point. Patient outcome: the result of this case is quite good. Covered with additional stent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 68-year-old male patient underwent tevar to treat a thoracic dissection where a zdeg-pt-38-30-199-pf (complaint device) was implanted. The procedure was done with debranching of the left common carotid artery and left subclavian artery to have enough landing zone (25 mm). The device was implanted in zone 1. Vessel calcification on zone 4 and down below was reported. After the placement of the complaint device (zdeg-pt-38-30-199-pf), the user noticed that there was an endoleak and suspected a type IV (leaking through the graft). The physician decided to implant an additional stent graft zdeg-pt-40-32-205-pf to cover the leaking point. The procedure was completed and the physician reported the result to be ¿quite good¿. Review of the device history record gave no indication of the device being produced out of specification. A video from the implantation were provided. An imaging review of the provided video is performed by an imaging expert. Per the imaging review the complaint of zdeg-pt-38-30-199-pf type IV endoleak is not confirmed. A type ib endoleak through pleating is confirmed (B)(4) another leak into the lsa (left subclavian artery) was observed (B)(4). Per the findings in the imaging review ¿the complaint concerns suspected type IV endoleak through the zdeg immediately post implantation that resolved after a zdeg-pt-40-32-205-pf was implanted to seal the suspected leak point. The gradually narrowed smooth distal thoracic aortic lumen was consistent with a chronic dissection true lumen. The 32mm distal zdeg end would have been significantly constrained in the 13.8mm lumen.¿ furthermore. It was found that ¿the delayed distal to proximal flowing endoleak was consistent with a type ib endoleak through pleating rather than a type IV endoleak. A type IV endoleak would have immediately and diffusely spread through the fabric into the false lumen pseudoaneurysm. Endoleak resolution by relining the zdeg-pt-38-30-199-pf was not confirmation of a type IV endoleak." Based on the provided information and the imaging review the distal endoleak is likely caused by pleatings of the stent graft and an exact cause for why the pleatings occurred could not be established, but patient anatomy could possibly have contributed. In addition endoleak is listed as a known adverse effect in the IFU. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.